Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9196132 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for 1.38mm units; therefore, the cpm is 0.7. Root cause description: no root cause can be determined as no samples were received. The inspections performed while producing this lot were all accepted. Rationale: CAPA not required at this time.

Event description:
It was reported that 5 syringe 5ml saline fill china sp experienced difficult plunger movement during use. The following information was provided by the initial reporter: the customer found that the plunger rod could not move when it was half pushed.